Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient cut the wires while changing bandages, so there was no need to replace the batteries. The patient had enough benefit from the trial to move forward with implant. The patient was doing well. .

Event description:
It was reported that during a device trial a patient was changing her bandages and she accidently cut some wires. It was noted that the patient did not know what to do and had left her doctor and manufacturing representative a message. Additional information has been requested but was not available as of the date of this report.